Event description:
It was reported by service report that the IV pole weldment is broken allowing the IV pole to fall in an unintended direction. It is unknown if there was patient involvement or if there are adverse consequences to report.

Manufacturer narrative:
IV pole socket.